Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t12 fracture and that a fragment of the balloon was left inside the patient. No complications associated with the balloon fragment were reported. No further information could be obtained from the patient.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).